Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), (investigation findings), (investigation conclusions) h10, h11. Corrected fields: h4, h10. A getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed the reported issue. The issue was resolved after the iabp was unplugged and reconnected to the monitor interface cable. No parts were replaced. The iabp unit was cleared for clinical use and released to the customer. Analysis of production: (3331/3213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (41103/213) the overall 24 month product complaint trend data for the period (may-2019 through apr-2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The issue was resolved after the iabp was unplugged and reconnected to the monitor interface cable. No parts were replaced. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, after start up the cs300 intra-aortic balloon pump (iabp) display was flashing continuously. There was no patient involvement, and no adverse event reported.